Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. (B)(4).

Event description:
It was reported, "when accessing the patients line to administer medications it was noticed that the saline squirted out of the yellow hub hole above the triangle of the lcvc line." As a result, the patient underwent an additional procedure to have the line removed and replaced.